Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the physician had difficulty inserting the lead into the header of the implantable cardioverter defibrillator. The lead eventually passed the set screw and was working with no issue. The patient was stable throughout the event.